Manufacturer narrative:
The subject device is not available.

Event description:
It was reported that the subject balloon catheter was ruptured during procedure. There were no clinical consequences reported to the patient. No other information was provided.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as functional testing could not be performed. While there are many potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause and because the product was not returned for analysis, an assignable cause of undeterminable was assigned to the as reported issue 'nv ¿ balloon burst/ruptured'.

Event description:
It was reported that the subject balloon catheter was ruptured during procedure. There were no clinical consequences reported to the patient. No other information was provided.